Event description:
IV antibiotics scanned through computer and sent to IV pump. Nurse watched as antibiotics started to drip into chamber. All clasps were opened and double checked. When the nurse came to check on administration, it was noted that the whole bag of antibiotics had not run. Nurse manually programmed IV pump. Nurse checked 2 times to make sure clamps were open. Nurse observed chamber to make sure it was dripping. Upon recheck, the antibiotic bag and still not run through completely and the pump and returned to the primary prior to completing the administration of antibiotics. Noted on march, notified pharmacy, charge, and will pass on to oncoming nurse. Defective pump removed and marked. FDA safety report ID# (B)(4).